Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the outer insulation has been breached cut. Blood/body fluid was found in the proximal conductor (not obstructed) and blood in/on the helix/lobe mechanism. Device damaged at implant.

Event description:
It was reported that during the implant procedure, an insulation breach was noted after implanting the lead. The lead was removed and not used. There were no patient complications reported as a result of this event.